Manufacturer narrative:
At the time of reporting, the patient continued to receive treatment with nistatina and acetonide triamcinolone. A biopsy had been requested by his physician. Manufacturer's comment: the manufacturer's report number for this case is 9681138-2007-00004. Super corega is manufactured in other country. Neither the product nor lot number for this product is available. No corrective actions have been required based on this report.

Event description:
This case was reported by a consumer and described the occurrence of mucous membrane bleeding in a male patient who received poligrip (super corega) for dentures. A physician or other health care professional has not verified this report. Concurrent medical conditions included denture wearer. Concurrent medications included captopril and atenolol. In 2007, the patient started poligrip (dental). At an unknown time after starting poligrip, the patient experienced mucous membrane bleeding and mucous membrane disorder. This case was assessed as medically serious by gsk. The patient was treated with nystatin (nistatina) and triamcinolone acetonide (acetonide triamcinolone). At the time of reporting, the outcome of the events was unresolved. Follow-up was received from the patient's wife the following month. The patient presented with bleeding on mucous membrane due to an injury of the mucous membrane of the palate that was due to a ruptured blood vessel. Upon follow-up two months later, the patient reported that the injury had not cicatrized and was still bleeding. Treatment with super corega was interrupted.